Event description:
It was reported that post implant, the patient developed a hematoma in the pocket. Pressure was applied and the wound was steri-stripped. It was determined that the event was procedure related. The lead was replaced with a competitor product. The patient is a participant in the asq study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.